Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip broke after working 10 minutes and the broken piece was retrieved. Changed to another device to complete the procedure. There was no report on patient injury.